Manufacturer narrative:
Visual inspection: the samples was visually inspected: results: sample present damage. Functional test: sample was submitted to leak test inspection per specification qp 2025 rev.104. Disposable anesthesia breathing circuit (dabc) / section 1.8 leak test. Leak test results: leak test inspection was performed on the returned device using equipment manometer ID# (B)(4) (calibration due date 07/2022). Results: the device presented leakage. Conclusions: based on the visual inspection, the reported nonconformance is confirmed. Other analysis: this issue reported is aligned per investigation opened under (B)(4) on (B)(6) 2021. DHR: the lot 4135595 was manufactured with (B)(4) units, lot met the requirements to release the lot with no deviations identified during their manufactured.

Event description:
It was reported that during the pre-use check, damage around the connection part was observed. Also, leakage of air from that part was found. No patient injury was reported.